Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2026 due to an extremely heavy menstrual cycle. Their hematocrit prior to starting their cycle was 38, dropped to 23 upon admission after bleeding for 10days& dropped at its lowest point to 17. Inr at admission was therapeutic at 2.36, since admission, all anticoagulation was stopped and was given multiple rounds of clotting factors(ffp/platelets). The patient was started on progesterone and current inr is 1.34. The log files were submitted for review. The log files captured a los of power to the mobile power unit (mpu) on (B)(6) 2026. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. The mechanical circulatory support (mcs) equipment operated as intended.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported event could not be conclusively determined through this evaluation. Log files were submitted for review and showed the lvas operating as intended. No indication of a device issue was captured in the log files. The heartmate 3 lvas IFU, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.